Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which reported the following information: a low readings issue was reported with the use of the adc freestyle libre 2 sensor. A healthcare professional reported the sensor received scans around 6-9 mmo/l however, the scan was not affected by the intake of carbohydrates and the customer chose to stop taking their insulin. As a result, the customer experienced ketoacidosis and self-presented at a hospital where a blood glucose result of 40 mmol/l was obtained and the customer was hospitalized for the diagnosis of diabetic ketoacidosis and provided unspecified treatment. Prior to being released, the customers blood glucose level was at 13.5 mmol/l and no further information was provided. There was no report of death or permanent injury associated with this event.